Manufacturer narrative:
The reported issue is currently under investigation. A f/u report will be filed when add'l details become available.

Event description:
It was reported that the 9900 workstation locked up during an interventional procedure, in which the pt had a balloon inserted in a vessel. The system did not respond to commands to make exposures and acquire new images. Operation was restored after the system was rebooted and the procedure was completed. No pt injury was reported.